Event description:
It was reported that a malfunction occurred on the pump with a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any further issues arose.